Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 22, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of difficulty breathing/short of breath and also alleged about device/power cord/supply melted and device not functioning, that are related CPAP device's sound abatement foam. There was no allegation of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external investigation, an unknown sticky residue with potential hairs or fibers near the air inlet on the top enclosure and unknown white powder-like contamination at the air inlet. Additionally, potential hairs or fibers were observed around the iso port. During the internal investigation, they found light unknown white dust-like contamination on the blower box and significant white dust-like contamination on top of the blower motor and its seal. The manufacturer observed black contamination consistent with keratin at the air outlet of the blower box. Tiny unknown white specks of contamination were discovered on the bottom of the blower box. Significant unknown black specks were found on the bottom enclosure, which were inconsistent with degraded sound abatement foam. Rust and corrosion were present on both the inside and outside of the dc jack connector. Furthermore, rust debris was observed underneath the dc jack on the bottom enclosure, along with a potentially broken piece of the dc jack found within the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer has concluded that they are unable to directly resolve the symptoms outlined in the complaint. The manufacturer was unable to verify the complaint or resolve the specified symptoms. No visible damage or functionality issues were found with the device, indicating that the likely source of contamination was external to it. In this report, section h6 has been updated.